Event description:
The customer took 24 units of insulin based upon a blood glucose result of 280 mg/dl on the suspect device. They then experienced hypoglycemic symptoms and paramedics were called. The emts checked their glucose at 40 mg/dl and gave them orange juice and a sandwhich and took them to the hosp. At the hosp they were further treated with glucose intravenously. Level 1 control was used on the system and the control was out of range. The device was replaced with new product and authorized for return to the MFR for eval.